Manufacturer narrative:
Batch review performed on 19 june 2018; lot 162264: (B)(4) items manufactured and released on 30 june 2016. Expiration date: 2021-06-20 no anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
We were informed on (B)(6) 2018 that a patient came in complaining of pain and trouble walking. The stem may have subsided. The surgeon plans to try a longer head, then exchange stem if that does not work. On (B)(6) 2018 we were informed that the surgeon implanted a longer head and as the stem subsided and settled it retroverted a bit more. The surgeon revised the head and liner. The surgery was completed successfully.